Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported pod site infection. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 18.0 mmol/l, 324 mg/dl between 37 and 48 hours of wearing the pod. The patient reported experiencing pain at the pod site, and upon removal, the site was ¿severely¿ infected; it was red and white with a large lump. The patient stated they contacted their general practitioner to obtain antibiotics. The patient did not wish to provide any additional information regarding the medical event. It is unknown what antibiotics were prescribed.